Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, there was a cutting clip incident. The clip was placed on a small blood vessel; it didn't clamp but cut. Another clip was immediately placed on the vessel. No significant bleeding. Another device was used to complete the case. There were no adverse consequences to the pt.